Event description:
The surgeon inserted a aq2010v 3 piece silicone lens. The lens haptic tore off prior to insertion into the eye. When the remaining part of the lens was inserted into the eye it was delivered in two pieces. No patient injury. No vitrectomy. Surgery was completed using another lens.

Manufacturer narrative:
H6: results: visual inspection of the returned product showed that one lens haptic was torn off and the lens optic was torn. Surgical residue/debris on product. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge was not returned for evaluation.